Event description:
Hamilton medical ag received the following incident description: respiratory therapist reported that the unit displayed tf 5507 during ventilation. The rt immediately after seeing the tf5507 grabbed a second ventilator and switched the patient over. The unit was then given to biomedical.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: respiratory therapist reported that the unit displayed tf 5507 during ventilation. The rt immediately after seeing the tf5507 grabbed a second ventilator and switched the patient over. The unit was then given to biomedical.